Event description:
Reported by the complainant as follows: after 7 days of the introduction of the device the pt had anal haemorrhage. Flexi-seal was removed. Colonoscopy result: clots in the rectum, ischemic colistis. After that no additional anal haemorrhage. The event is deemed serious as it required medical intervention to avoid permanent injury and/or death. From a clinical perspective, a causal relationship between the device and this event is deemed possible because it was in use when the bleeding occurred.

Manufacturer narrative:
Reported to the FDA on november 02, 2011. FDA registration number. Reporting site (specification developer): (B)(4).